Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The fox sv 2.0 x 80mm x 90cm mentioned is being filed under a separate manufacturer report number. Evaluation summary: the device was returned for analysis. The resistance with the guide wire and shaft damage were able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during the procedure to treat a lesion in the anterior tibial artery, a 2.0mm x 80mm x 90cm fox sv balloon dilatation catheter (bdc) was advanced over an ht connect 250t guide wire, antegrade via femoral access, toward the lesion; however, the fox sv was difficult to advance over the ht connect guide wire. Due to resistance during advancement, the fox sv and ht connect were precautionarily withdrawn from the anatomy as a single unit without resistance. The fox sv balloon was observed to be twisted on itself after removal. A non-abbott guide wire and 2.0mm x 40mm x 90cm fox sv bdc were advanced and the same difficulty occurred. Due to resistance during advancement, the 2nd balloon was also precautionarily removed with the guide wire as a single unit without resistance felt. While a non-abbott balloon and guide wire were used to dilate the popliteal artery, the anterior tibial artery was left untreated due to anatomical conditions and not due to the device resistance during advancement. Medication was alternatively prescribed as treatment for the anterior tibial vessel lesion. There were no adverse patient effects and no occurrence of a clinically significant delay. The abbott vascular returned goods lab received both of the fox sv bdc devices with a torn inner member shaft in the distal area of each device. Additional information received indicated that the correct fox sv devices had been returned but the site was not aware of the torn inner member shaft material; the torn inner member shaft material likely occurred during use when the balloons became twisted, however, no air and no device material was released in the patient. No additional was provided.